Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patent had experienced discomfort at the ipg site since implant. The patient also felt the ipg was superficial. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was implanted deeper within the pocket. Post-operatively the patient is doing well and the reported issue is resolved.